Manufacturer narrative:
The e-mail received from (B)(4) registry indicated that during index procedure the patient experienced behavioral change, dysarthria, hemineglect and hemiparesis on the left side. Onset was sudden at the time of removal of the angioguard embolic protection device. Recovery was partial with major residual. This event was diagnosed as a stroke and it was indicated as related to the index procedure and unrelated to cordis device. Additional information reported that it was most likely due to intra-procedural embolization of atheromatous debris most likely around the stage of retrieval of the angioguard device after stent deployment and post dilation was already completed. Additionally, there was asymptomatic drop in blood pressure during pre-dilation of the lesion, eventually requiring medical treatment. After deployment of the precise there was significant waist with some improvement with post-dilation; however, the procedure was completed with a mild to moderate 30% to 40% residual stenosis. The total length of the stented segment was 40mm. Difficulty advancing the angioguard through the stented segment was encountered and there was retrieval difficulty with the filter catching on the edge of the stent. The filter was able to be retrieved with slight diversion of basket material noted after removal. Angiographic images confirmed distal flow, although there was mild spasm of the internal carotid artery at the site of the distal protection device without any restriction of flow or dissection. At index procedure, the (B)(6) male with bilateral carotid artery disease as well as coronary artery disease was found to have progression of the right carotid lesion with 90-95% stenosis. Medical history included hyperlipidemia, diabetes mellitus, coronary artery disease and coronary percutaneous revascularization with prior stenting of the left carotid artery. The patient was asymptomatic with baseline nih score of 0. The total length of the ostial right internal carotid artery lesion was 15 with a reference diameter of 7. There was no target lesion thrombosis. The lesion had concentric severe calcification with severe vessel tortuosity. Heparin (3000u) was administered as an anticoagulant. A 6mm angioguard distal protection device was delivered into the distal ica without difficulty. The device was delivered and deployed with confirmation of antegrade flow and adequate sizing of the filter. A 6.0x15mm balloon was then used to dilate the common carotid stenosis. This resulted in a drop in blood pressure from about 200 systolic down to 100 systolic without any symptoms. There was significant residual stenosis. Rather than dilating the lesion further, the physician decided to stent the lesion with a precise 9x40mm stent. The distal portion of the stent was post-dilated. The mid portion of the stent was then dilated at 3-4 atmospheres (atms). There was a significant waist noted. The stent was then post-dilated up to 5-6 atms with some improvement in the stenosis. The stent appeared to be adequately sized, but there was still some waist noted. Rather than post-dilating further with hemodynamic compromise and blood pressure was about 80mmhg to 90 mmhg, the physician decided to leave behind a mild to moderate 30% to 40% residual stenosis rather than taking the risk of significant embolization. The balloon was retrieved successfully. When the physician attempted to retrieve the filter basket, he had difficulty advancing the retrieval catheter through the placed stent. This was most likely due to the angulations, calcification, and stent strut. The retrieval catheter was removed and a 7x15mm balloon was advanced to post-dilate the mid portion of the stented segment at 3-4 atms. After this the retrieval catheter was re-advanced and, because of some difficulty advancing through the stented area, the physician positioned the patient's head in different directions to help advance the catheter. The distal protection device was then captured and in the withdraw process; the patient moved his head, resulting in slight entrapment of the filter on its way out at the distal edge of the stent. The physician was able to retrieve the filter basket out of the patient. It was noted that there was macroscopic debris in the filter after removal. Angiographic images confirmed distal flow, although there was mild spasm of the internal carotid artery at the site of the distal protection device without any restriction of flow or dissection. The distal aspect of the stent appeared to be slightly flared, possibly at the site where the filter was transiently caught. The filter itself was intact with only a slight diversion of the material, but all prongs and markers, as well as the filter material were intact. The patient's neurological status was assessed at this time and it appeared that the patient was somewhat drowsy. Further evaluation suggested that he had weakness of his left side and some slurring of speech. Act was 260 at this time. It appeared that the patient had suffered an embolic episode or stroke. This was noted within a few minutes of the actual event, and was believed to have happened at the time of the retrieval of the distal protection device. Selective angiography was performed of the intracranial vessels revealing antegrade flow into the middle cerebral artery (mca), although there was a high-grade stenosis noted with possible thrombotic material or thrombus in the lower pole portion of the mca. There was filling of the anterior cerebral artery noted. There were no other cutoff's noted. The distal ica and cavernous portion appeared to have mild stenosis, but there was significant tortuosity noted. Because of the patient's persistent symptoms and most likely an embolic event due to occlusion of the lower pole vessel of the mca, the physician proceeded with intracranial rescue. This was attempted but stopped as there was some difficulty and the patient's status was slowly improving. The patient was responsive, but did have some amount of left-sided hemineglect and weakness. The slurring of speech had improved significantly. The physician confirmed that there were no air bubbles at any time. The patient's blood pressure was maintained around 90-100 during the procedure requiring low doses of neo-synephrine and atropine. The patient was placed on neo-synephrine drip since dopamine infusion was not helping maintain adequate blood pressure. MRI report indicated recent non-hemorrhagic ischemic insult involving much of the right mca vascular territory. One day post procedure, the nih stroke scale score was 18 and rankin score 5. Antiplatelet therapy included pre and post procedure and discharge clopidogrel. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Vasospasm, or contraction of smooth muscle fibers in the wall of a vessel as a result of direct physical irritation of the endothelium, is a commonly recognized adverse event associated with intravascular procedures. There is no indication that it is related to the device design or manufacturing process. With review of the available information and as reported by the operator, severe lesion calcification and vessel tortuosity are clinical factors contributing to the difficulty advancing the angioguard capture sheath. These factors as well as patient movement during the withdrawal of the angioguard likely contributed to the entrapment of the device on the implanted stent during the withdrawal resulting in the damage to the filter basket. The severely calcified lesion characteristic, with resistance to angioplasty, appears to have contributed to the inability of the precise stent to fully expand. There is no indication that it was due to the device design or manufacturing process. Ischemic embolic stroke is a known potential adverse event associated with the carotid stent implantation procedure. During interventional procedures, the devices are advanced and withdrawn through accessory arteries to treat the target lesion. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. The reported intra-procedural hypotension is a known adverse event associated with carotid artery stenting procedures as listed in the instructions for use. Hemodynamic depression and hypotension during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, etc. The IFU outlines that the safety and effectiveness of the precise has not yet been established in patients with highly calcified lesions resistant to percutaneous angioplasty or tortuosity that would preclude the use of catheter-based techniques. There is no evidence to suggest that the reported events are related to a manufacturing issue or defect of the device. Review of the information suggests that patient history, vessel characteristics and procedural factors likely contributed to the events. Therefore, no corrective actions will be taken. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2010-00061 and 9616099-2010-00404.

Event description:
The e-mail received from the (B) (4) registry indicated that during index procedure the patient experienced behavioral change, dysarthria, hemineglect and hemiparesis on the left side. Onset was sudden and recovery was unknown. Diagnosis stroke. The patient is an (B) (6) male with bilateral carotid artery disease as well as coronary artery disease, who was enrolled in the (B) (4) study. The patient was found to have progression of the right carotid lesion to the point that it was found to be in the 90 to 95% range. During intervention, the physician advanced a 6fr. Strada sheath in the distal right common carotid artery using the support of a jb-2 slip-cath catheter. Selective angiography was performed. Heparin (3000u) was administered as an anticoagulant. A 6mm angioguard distal protection device was delivered into the distal ica without difficulty. The device was delivered and deployed with confirmation of antegrade flow and adequate sizing of the filter. A 6.0x15mm balloon was then used to dilate the common carotid stenosis. This resulted in a drop in blood pressure from about 200 systolic down to 100 systolic without any symptoms. There was significant residual stenosis. Rather than dilating the lesion further, the physician decided to stent the lesion with a precise 9x40mm stent. The distal portion of the stent was post-dilated. The mid portion of the stent was then dilated at 3-4 atmospheres (atms). There was a significant waist noted. The stent was then post-dilated up to 5-6 atms., with some improvement in the stenosis. The stent appeared to be adequately sized, but there was still some waist noted. Rather than post-dilating further with hemodynamic compromise and blood pressure was about 80mmhg to 90 mmhg, the physician decided to leave behind a mild to moderate 30% to 40% residual stenosis rather than taking the risk of significant embolization. The balloon was retrieved successfully.

Manufacturer narrative:
When the physician attempted to retrieve the filter basket, he had difficulty advancing the retrieval catheter through the placed stent. This was most likely due to the angulations, calcification, and stent strut. The retrieval catheter was removed and a 7x15mm balloon was advanced to post-dilate the mid portion of the stented segment at 3-4 atms. After this the retrieval catheter was re-advanced and, because of some difficulty advancing through the stented area, the physician positioned the patient¿s head in different directions to help advance the catheter. The distal protection device was then captured and in the withdraw process; the patient moved his head, resulting in slight entrapment of the filter on its way out at the distal edge of the stent. The physician was able to retrieve the filter basket out of the patient. It was noted that there was macroscopic debris in the filter after removal. Angiographic images confirmed distal flow, although there was mild spasm of the internal carotid artery at the site of the distal protection device without any restriction of flow or dissection. The distal aspect of the stent appeared to be slightly flared, possibly at the site where the filter was transiently caught. The filter itself was intact with only a slight diversion of the material, but all prongs and markers, as well as the filter material were intact. The patient¿s neurological status was assessed at this time and it appeared that the patient was somewhat drowsy. Further evaluation suggested that he had weakness of his left side and some slurring of speech. Act was 260 at this time. The patient¿s blood pressure was maintained around 90-100 during the procedure requiring low doses of neo-synephrine and atropine. The patient was placed on neo-synephrine drip since dopamine infusion was not helping maintain adequate blood pressure. It appeared that the patient had suffered an embolic episode or stroke. This was noted within a few minutes of the actual event, and was believed to have happened at the time of the retrieval of the distal protection device. Selective angiography was performed of the intracranial vessels revealing antegrade flow into the middle cerebral artery (mca), although there was a high-grade stenosis noted with possible thrombotic material or thrombus in the lower pole portion of the mca. There was filling of the anterior cerebral artery noted. There were no other cutoff¿s noted. The distal ica and cavernous portion appeared to have mild stenosis, but there was significant tortuosity noted. Because of the patient¿s persistent symptoms and most likely an embolic event due to occlusion of the lower pole vessel of the mca, the physician proceeded with intracranial rescue. This was attempted but stopped as there was some difficulty and the patient¿s status was slowly improving. The patient was responsive, but did have some amount of left-sided hemineglect and weakness. The slurring of speech had improved significantly. Additional information received states that there were no air bubbles noted during the procedure. There was embolization (probably of atheromatous debris), most likely around the stage of retrieval of the dp device after stent deployment and post dilation was already completed. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 1016427-2010-00061 and 9616099-2010-00404.